Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: a week ago. Product code for this device is nbw.

Manufacturer narrative:
Follow-up # 1 ¿ (04/28/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 4/17/2014 with the following findings: analysis was not possible for the meter involved with this complaint due to the noted secondary issue of the lcd being broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.